Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had intermittent power. The reporter indicated that the battery compartment was intact and there was no noted moisture ingress related to the issue. The reporter confirmed that the o-ring on the battery cap was not visible at the time of the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump black box history showed evidence of unexplained power events. The pump battery compartment was noted to be cracked near the case cover. No damage was observed to the returned battery cap. The battery cap was able to fully tighten to the pump and the pump exercised for 24 hours without power events. The pump battery cap was inspected and confirmed all measurements were within specifications. The pump cover was removed and confirmed that there was no evidence of moisture or damage to the power circuit. The complaint was observed in the pump history but was unable to be duplicated during testing.